Event description:
It was reported that there was an infection and the implantable neurostimulator (ins) and lead were removed on (B)(6) 2013. It was stated that when the ins was pulled out of the pocket, the lead came with it. It was unknown if the infection was only at the pocket site or if it followed the lead tract. The manufacturer representative became aware of the infection the week prior to the report. Additional information was requested, but had not been received as of the date of this report.

Event description:
Follow up information received reported that the culture showed an infection at the pocket site. The patient was seen for post removal follow up on (B)(6) 2014 and the infection was noted as cleared. The patient was to be scheduled for implant of a new ins system on their opposite side in 6 weeks. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va0b900, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3889-28, lot# va0b900, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).